Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the foot switch of the maestro 4000 controller failed to halt radiofrequency (rf) delivery. During an ablation procedure to treat supraventricular tachycardia (svt), the foot pedal did not terminate ablation delivery after it was released. According to the physician, he was performing a second rf burn to the slow pathway of the atrioventricular (av) node. When he was finished ablating, he took his foot off the pedal only to find that the generator continued to deliver rf. The physician quickly withdrew the catheter away from the ablation site and a few seconds later the generator stopped delivering rf spontaneously. The procedure was completed and no complications occurred as a result of the issue.